Event description:
It was reported that a user of the ilet experienced elevated blood glucose after eating dessert without announcing the meal, with device-reported glucose of 214 mg/dl and fingerstick values between 188 and 197 mg/dl; the user was using a contact detach 23-inch, 6 mm infusion set and had performed a supply change the day prior, and customer care recommended and guided a site change that the user completed. Symptoms included hyperglycemia. Outcomes included no injury and no need for medical care. Investigation included technical troubleshooting, user education, and confirmation of infusion site change. Investigation of this case revealed no device alarms, no mechanical malfunction reported, and no component failure observed, with the event consistent with missed or unannounced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user-related factors suspected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.